Event description:
It was reported that pump displayed unknown temperature alarm. There was no adverse impact to the customer's blood glucose level. Customer moved pump into air conditioned location successfully resumed insulin.